Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the reported error from the report slips. The fse was able to reproduce the reported event by attempting to prime the substrate. The fse found the substrate arm not properly aligned to the dispense well on the sample wheel. The fse realigned, primed three times, and ran a daily check two times to confirm operation. The fse also cleaned the sample wheel and ran quality control (qc) and all passed. The analyzer is operating as expected. The aia-360 analyzer is functioning as expected. No further action required by field service. A complaint history review and service history were performed for a similar complaint performed on (B)(6), 2021 for sn (B)(4) from installation date of (B)(6), 2020 to (B)(6), 2021. There were no similar complaints identified during that search period. The aia-360 training manual under troubleshooting states the following: [2017] problem: substrate purge failure. Cause: no substrate was dispensed at daily maintenance. Solution: check substrate level and replace as necessary, repeat daily maintenance. The most probable cause of the reported event is substrate dispense arm needed to be realigned.

Event description:
Customer reported a purge failure 2017. The technical support specialist (tss) had customer verify the substrate volume and prime. The error persisted. The tss advised customer to perform an installation prime. The customer called back to the technical support line to inform the tss that the error persisted. A field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting beta human chorionic gonadotropin (bhcg), estradiol (e2), and progesterone (prog ii) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.